Manufacturer narrative:
Explanted material not returned to bmi. No additional information was provided, an investigation could not be conducted.

Event description:
Dr. Did a 4 level fusion. Top screw rod slid out of screw head. In 2007, a revision was done, changed set screw put rod back into screw head.